Event description:
It was reported that: "call from anesthetist that a manta had embolized and was stuck at bifurcation. Tavi performed and patient sent to recovery. Bleeding noticed that wouldn't stop with holding pressure. Anesthesia recommended CT a. Noticed plate at bifurcation."

Manufacturer narrative:
(B)(4). As per the additional information received on 26mar2024, the intervention held was manual pressure. This new information received indicates that this was a non-reportable event; thus the priority status of the complaint was changed from reportable to not reportable. A new dt was created to reflect a non-reportable event and a follow-up MDR was sent to the FDA as notification of the change in reportability.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "call from anesthetist that a manta had embolized and was stuck at bifurcation. Tavi performed and patient sent to recovery. Bleeding noticed that wouldn't stop with holding pressure. Anesthesia recommended CT a. Noticed plate at bifurcation."